Manufacturer narrative:
One device was returned for investigation decontaminated and without its original packaging. The device was tested and was not able to be inflated at all due to a hole in the cuff. This issue was found to be related to a past manufacturing issue and has since been resolved by using blunt objects during the manufacturing process. The reported lot was manufactured prior to the implementation of this fix. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was air leakage during testing. No injury reported, no medical intervention needed.